Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's dad reported via phone call that they cannot give bolus since the left and down arrow was not responding that is key pad anomaly. Customer's blood glucose value was unknown. Customer states that numbers are ramping on their own. Customer states the scroll bar was moving with no input. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.